Manufacturer narrative:
Based on the claim against the product by the customer noting, the tip closure issue. An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed. Failure analysis (fa) investigations replicated and confirmed the reported issue. The instrument was found to have multiple input disks broken, input disk #6 was found completely detached from the base of the housing, hairline cracks were found on grip input shaft #7. The complaint regarding tip closure issue was confirmed, based on failure analysis. Which indicates that the device did contribute to the customer reported issue. The probable root cause is attributed to use and reprocessing conditions. The input disk component consists of ultem material insert molded over a steel pin. The insert molding process results in residual stress in the plastic portion of the input disk. These residual stresses can be susceptible to chemical or thermal stresses, which can result in the appearance of cracks in the ultem material. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can propagate into larger cracks. And may cause the input disk to break and separate from the instrument. This complaint is considered a reportable event, due to the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient. The reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported, that during a da vinci-assisted hemicolectomy surgical procedure. The tip of a large hem-o-lok clip applier would not close. The gray disc also fell off during the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the instrument was inspected prior to use with no signs of any damage. The surgeon was unable to secure the clip with the clip applier, due to the tip not closing all the way. When the scrub tech removed the instrument to inspect, one of the gray discs came off. Another large clip applier was opened to resolve the issue. The type of clip used was a purple hem-o-lok. The issue occurred on the first clip application attempt.